Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer reported that the device was exposed to water. The customer stated that the device fell in the pool. The customer noticed that the device alarm with failed battery test. The customer was advised to moved to troubleshoot for failed battery test. The customer was advised to clear the alarm with esc and act. The customer put in an expired battery and advised to buy a new batteries and call us back to continue troubleshooting for failed battery test.